Event description:
It was reported that the "pump was broken". There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up, however no further information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.